Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing chest tightness and dry throat. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. The manufacturer previously report this device sn (B)(6) on MDR 2518422-2022-12905. Additional information was received and an MDR 2518422-2022-60183 was filed. The MDR 2518422-2022-60183 was incorrectly filed and should have been filed as a follow up report to MDR 2518422-2022-12905. Please disregard MDR 2518422-2022-60183.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing chest tightness, headache and dry throat. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This follow-up report is a correction from MDR 2518422-2022-60183-1 and is a reiteration of the original MDR 2518422-2022-60183 due to a duplicate that was reported on MDR 2518422-2022-12905 which is the duplicate complaint. Section e1 has been updated with the additional information received from the cf report that was received and attached to the ra.